Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had multiple episodes of syncope and low flow alarms. The patient presented to the ed (B)(6) 2018 after a syncopal episode that wasn't associated with low flows. Patient had lower flows and higher pi's since the implant. Review of the log file by the manufacturers technical services representative showed low flow events on (B)(6) 2018. At the same time as the low flows, the pi was elevated. Additional information received on (B)(6) 2018 stated that the patients low flows were not thought to be a device issue. They were thought to be related to the patients autonomic insufficiency and orthostasis. An rhc showed borderline cardiac index of 2.0 with low filling pressures. The patients hct was changed from 20 to 40 to allow for more accurate flow calculations. The pi believed that the flow and syncope events were related to the autonomic insufficiency and orthostasis. The patient planned to liberalize salt and fluid intake, as well as use compression stocking and midodrine. The patient was given multiple bolus' of IV fluids and the pump speed was increased. Syncope events also stopped after IV fluids. There was a minor kink/bend noted in the midportion of the outflow graft but this was not thought to be hemodynamically significant. The patient was discharged on (B)(6) 2018 after flows improved.

Manufacturer narrative:
The pump remains implanted and the patient continues on vad support. The reported low flow alarms were confirmed via the submitted log file. Transient low flow events were flagged in the log file on (B)(6) 2018. Despite the observed parameter fluctuations, no additional atypical alarms were captured and the pump appeared to have functioned as intended. The instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The surgical procedures section of the heartmate 3 IFU contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Abbott decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.